Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the lead passed all tests and the resistances measured normal.

Event description:
Boston scientific received information that this right ventricular (rv) lead was explanted. Additional information indicated that this lead exhibited sensing and threshold issues. The lead is no longer in service. No additional adverse patient effects were reported.